Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter was hospitalized and due to high blood glucose on an unknown date. The customer¿s blood glucose level was 243 mg/dl at the time of incident. The customer was treated in the hospital. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.